Event description:
It was reported, that patient presented for routine generator change procedure. Prior to procedure, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable.